Event description:
It was reported that battery depleting too fast. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact with technical support, no additional event details such as timing were obtained, and technical support was unable to confirm battery depletion concern while customer was noted to be out of warranty and in process of renewal.